Event description:
It was reported that the patient was seen in clinic and an x-ray showed the atrial lead dislodged. The lead was explanted and replaced. The patient was well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.